Event description:
During evaluation of a minicap extended life pd transfer set, a leas was observed from a hole in the tubing. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter city: the device was received for evaluation. A visual inspection with the naked eye noted a hole in the tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak located on the tubing. The cause of the leak was due to the hole in the tubing. The cause of the damaged tubing could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.